Event description:
It was reported that reid holcomb experienced an error message indicating zero insulin units available in his pump, despite having filled the cartridge to 300 units. The issue triggered the need for a full load process, causing repeated wastage of 10 units for tubing fill, occurring at least twice daily. There was no adverse impact to the customer¿s blood glucose level. Reid requested a temporary loaner pump while awaiting his new in warranty pump, but no additional information was received regarding the outcome of the event.